Event description:
Cardioquip received contact from (B)(6) the infection prevention specialist indicating a study had been performed to identify the cause of an outbreak in their hospital. She found the cardioquip device to not be the source, but did find some bacteria and is concerned about being able to disinfect the device.

Manufacturer narrative:
Bacterial contamination was reported.

Event description:
Customer reports bacterial contamination of device.

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer reported to cardioquip that they had performed a study to identify the cause of an outbreak. The device was discovered to be not the source but had been contaminated. Cardioquip requested information about the maintenance of the device. The customer no longer responded to further communications.